Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or the unsure properly inserted cannula to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels reached 310 mg/dl while wearing the pod between 1 and 4 hours. The cannula was not properly seated in the infusion site (leg). When they removed the pod, the cannula was found bent. As treatment, insulin was delivered. Pod was discarded in a sharp box.